Event description:
It was reported that a case was cancelled with the pt under general anesthesia because the site received a corrupt planning file error message. There was no harm or injury to the pt reported.

Manufacturer narrative:
Eval: a copy of the CT from this case was received for analysis. The analysis of the CT was not able to reproduce the reported issue. The site has since performed at least 12 cases with no further data issues reported. There was no injury to the pt reported. In an abundance of caution, this event is being reported due to the additional potential risk associated with multiple exposures to general anesthesia.